Manufacturer narrative:
Medron is a contract manufacture and does not own the design of the device and does not sell the device to end users. The seeker product is provided from medron to bard in bulk non-sterile packaging for further processing by bard. When a failure occurs, bard request a manufacturing review from medron. Medron reviews the device history records for the lot numbers provided and summarizes the assessment for bard. In addition to the manufacturing review, medron requests notification from bard if the event is reportable. In this instance, the event was reportable per bard and a MDR is submitted by medron.

Event description:
It was reported that during removal of the support catheter from the patient, the catheter allegedly detached into two segments. No further treatment was provided. There was no reported patient injury.